Event description:
Per patient's registration record, the device was explanted for reasons unknown on (B)(6), 2012; the patient was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2013.the device is unavailable for analysis as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4): device surrently unavailable.

Manufacturer narrative:
Correction: per the clinic, the patient has not undergone an explant/reimplant surgery. No reportable event has occurred. This report is filed 11 apr 2014. Implanted device remains.